Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 during therapy. The disposable set was not returned to baxter and there was no report of issues that might have caused the alarm. The lot number was not provided, so no batch review could be performed. Therefore, the root cause was not determined.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during the previous nights therapy on the home choice (hc). The technical service representative (tsr) was unable to troubleshoot as the hc was set up for that nights therapy. The tsr explained to the hp to call at the time of the alarm for further assistance. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, then a follow up MDR will be submitted.